Event description:
It was reported that a spectrum pump's screen flash is rapidly indicating that it is powering off without user input. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned and evaluated by baxter. Eval was able to confirm and reproduce the reported symptom of screen flashes quickly. This was caused by a failed processor pcb which was replaced.